Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was being followed via merlin.net following a transmission on (B)(6) 2017 episodes of inadequate capture and loss of capture were noted. The patient was seen the very next day. The device was reprogrammed with increased pacing safety margin. The patient was not symptomatic and would continue to be monitored via merlin.net.